Event description:
It was reported that there was a calcific lesion in the right coronary artery (rca). After pre-dilatation was performed, the 2.5 x 28 mm xience v stent delivery system (sds) was advanced into the distal rca, resistance was felt during advancement; however, after reaching the lesion, it was noted that the stent had moved and was not in the correct position on the balloon. After removal of the sds from the patient, the stent was found to be dislodged from the balloon. The dislodged stent was misplaced by the account after the procedure. Another sds was selected to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood on the entire length of the stent delivery system (sds), which is consistent with use inside the body. The stent was dislodged from the balloon and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Physical resistance/inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately tortuous and calcified lesion contributed to the reported physical resistance. Additionally, the resistance with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have loosened the stent and ultimately led to the stent dislodgement. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Although the loose stent could not be confirmed, the reported physical resistance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.